Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen had gradually dimmed over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/10/2013 with the following findings: the text on the display screen was dim, discolored and difficult to read. The contrast setting was set at '8'. The contrast was set to the maximum of '10' with little improvement observed. The faded display was replaced with a test display. The test screen was fully functional and illuminated with no visible signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.